Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model#: sc-4316, lot #: 16445125, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief and the physician wanted to perform a magnetic resonance imaging. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.